Event description:
Boston scientific received info that this transvenous atrial pacing lead exhibited a loss of capture in the atrium. Testing was performed at 5v at 2.0ms without success. The clinician planned to send the pt to an electro physiologist. A boston scientific technical services consultant discussed and recommended an x-ray to verify lead position.